Event description:
A tandem mobi cartridge alarm was reported, and there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was able to reload the original cartridge and successfully resume insulin therapy, resolving the issue.